Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and was "unresponsive"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Paramedics delivered a glucagon injection to address the issue and customer went to the emergency room. Customer was treated with intravenous saline and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.